Event description:
It was reported that while in the cath lab the catheter ruptured inside the patient. Per the md, the rupture caused c02 to be expelled inside the patient and this caused a "heart block." The patient required CPR to be revived. The md stated that the patient appears to be "unharmed at this point." Additional information received in 2009, stated that the catheter was inside the patient for approximately 5 minutes. The cath lab followed the "normal procedure" and followed the instructions for use accordingly.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.